Event description:
It was reported that during use, the pump had stopped. The patient attempted to restart the pump but the pump alarmed ¿cannot start pump without latched cassette¿. Troubleshooting was performed but the alarmed persisted despite fully latched cassette. The pump was turned off. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the latch lock flex, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.